Event description:
The pt stated that his infusion set partially separated at the luer connection. He stated he got air bubbles in the tubing due to this and his blood glucose was elevated to 300-400 mg/dl. His normal blood glucose is around 180 mg/dl. His symptoms of high blood glucose are feeling groggy, feeling "down", and tired and "dragging." He stated he changed his infusion tubing and bolused with his infusion device, although his blood glucose did not decrease until he gave himself an injection. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.